Event description:
It was reported that patient's pump was refilled approx 10 days previous to report and she is not hospitalized. The area around the pump was noted to be swollen for 5 days and subsequently became "hard." The patient has a fever and respiratory infection and was placed on two antibiotics. A follow-up report will be sent if additional information becomes available.